Event description:
The customer tested her blood glucose using her contour next link and received a reading of 126mg/dl. She retested using another meter from a nurse and received a reading of 290mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.